Manufacturer narrative:
Despite according to the surgeon: there was no negative clinical effect to the patient due to the additional dissections to locate the tumor. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to the dissection. There was also no negative clinical effect due to prolong of surgery/anesthesia of ca. 5 minutes to this patient. The surgery was completed successfully as intended. There are no further remedial actions necessary, done or planned for this patient due to this issue. A risk to the patient's health could not be excluded for these specific circumstances, since after the surgery steps performed with the aid of navigation were unsuccessful for the path to the lesion, for the surgery/treatment to be effective (desired tumor removal), additional tissue dissection with a visual search was necessary. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the discrepancy of the virtual display by the navigation, compared to the actual location of the lesion, at this surgery, is a combination of the following contributing factors: for the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. The navigation reference array and/or the patient's head in the head holder did most likely move during the surgery, due to insufficiently rigid fixation. This was apparently not recognized during the necessary continued verification of accuracy throughout the procedure. A shift of the patient's brain might have occurred in between the pre-operative MRI and the anatomical situation during the surgery, e.g. Due to the bone flap and loss of cerebrospinal fluid, potentially causing a difference in the location of the brain anatomy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer: the appropriate registration point distribution as required by the navigation. To verify the accuracy of the registration adequately using anatomical landmarks and the relevant available navigation functions, specifically near the region of interest, and if necessary, how to improve the accuracy result of the registration with the functions available in the navigation. The importance and necessity of rigid fixation of the reference array, also at the exchange from the unsterile to the sterile array, and to avoid movements of the reference. To always ensure a rigid fixation of the patient's head in the head holder, and to avoid movements of the patient's head. To verify the accuracy of the navigation as required throughout the procedure, especially after e.g. Drilling of bone, and if necessary, use available functions to improve or restore accuracy. To always consider possible brain-shift at the surgery in comparison to the image scan used by the navigation.

Event description:
A cranial surgery (open craniotomy) for a resection of a lesion with a size of ca. 20mm, located in the brain (superficial in the left parietal/occipital region), was intended to be performed with the aid of the virtual display of the brainlab navigation. A pre-operative MRI was acquired six days before the surgery, and the lesion was pre-operatively contoured in the image set for treatment planning, to use with navigation. During the procedure the surgeon: positioned the patient in a lateral orientation in a head holder. Verified the accuracy of the initial patient registration (which was performed on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy) on the patient's skin and considered the accuracy achieved as sufficient. Draped the patient, used now a sterile navigation reference array, re-checked accuracy, and created a bone flap. Cut and secured the dura. The surgeon expected to see abnormal tissue after removing the dura but did not. Continued the surgery without use of the navigation when the lesion could not be located with navigation at the incision. Visually searched for the tumor, more dura and brain tissue was dissected to search for and to resect the tumor. No unintended brain tissue was resected/removed due to this issue. Found the tumor on the opposite side of a large blood vessel. After the tumor was found, the surgeon compared the actual location to display by navigation with a flexible ruler, and determined a discrepancy of ca. 3cm. Removed the tumor as intended at the same surgery. According to the surgeon: there was no negative clinical effect to the patient due to the additional dissections to locate the tumor. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to the dissection. There was also no negative clinical effect due to prolong of surgery/anesthesia of ca. 5 minutes to this patient. The surgery was completed successfully as intended. There are no further remedial actions necessary, done or planned for this patient due to this issue.